Event description:
Livanova received report of a heater cooler system 3t with poor cooling. There was bubbling audible from inside the 3t. When medical engineering tried to run the 3t, the compressor clicked and tripped the mains supply. There was no patient injury.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in newcastle upon tyne, united kingdom. All symptoms point to a failure of the compressor (degradation of cooling coil leading to refrigerant leak causingwater to enter the cooling system and then resulting in compressor failure). The customer has scrapped the unit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. In march 2021 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.